Event description:
The pump was sent in for repair. There was unknown patient involvement. The device evaluation noted a damaged/detached downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged and detached downstream occlusion (dso) seal, and a detached upstream occlusion (uso) seal. The dso seal and the uso seal were replaced, in addition to the printed wire assembly. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.